Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that the identified root cause was isolated to an electronic component (u27) on the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) failure. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operated within the manufacturer specifications.